Event description:
It was reported that during an unrelated procedure, the left ventricular lead was inadvertently moved causing increased capture threshold. The lead was then capped and replaced with a left bundle lead. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).